Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an enlarged atrium. Three clips were successfully implanted, reducing the mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), a right to left shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.